Event description:
It was reported that the alarm sound from the controller is very quiet and "leads not to patients and caregivers attention." It was also noted that reportedly after disconnecting both power sources the "alarm sound was very low and stopped after one minute." The facility exchanged the patient's controller. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event could not be confirmed. The controller passed visual inspection and functional testing. A possible clinical/user related contributing factor include foreign material covering the speaker preventing it from alarming at the appropriate decibel level. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller low sound are most often attributed to a failed speaker. The most likely root cause of the controller low sound is a faulty speaker. No additional information will be forthcoming.